Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown. As a result of the pump shutting down, the customer's blood glucose level exceeded 500 mg/dl (27.7 mmol/l), but the highest value was unknown. The customer corrected the high blood glucose by using a manual injection and was advised on a software update that could prevent the issue in the future. Tandem technical support provided education on managing the situation until the software update could be completed and arranged for a replacement pump, as the original pump would no longer turn on. Meanwhile, the customer used manual insulin delivery.